Event description:
It was reported that during an lar procedure, after firing the instrument it was observed that one stapleline was missing. To finish the procedure, the surgeon had to hand suture and create a temporary stoma. No adverse pt consequences was reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual condition and with the original reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the reload deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history records were reviewed with no anomalies noted during the mfg process.